Manufacturer narrative:
Customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty and stenting procedure of a stenosed common femoral artery in which a cxi support catheter was used, the radiopaque maker possibly separated in the patient. Access was obtained in the femoral artery and a contralateral approach was used. A significant amount of plaque was noted in the vessel. Resistance was reported upon removal of the complaint device as well as another manufacturer's wire guide. After the device was removed, the physician found on x-ray that a "tip" was left in the subintimal plane. Per the reporter, it is unknown if the retained device fragment was a separated marker from the complaint device or the tip of the other manufacturer's wire guide. The retained device was not retrieved, and there are no plans to retrieve the fragment. Both the complaint device and other manufacturer's wire were discarded by the user facility. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an angioplasty and stenting procedure of a stenosed common femoral artery in which a cxi support catheter was used, the radiopaque maker possibly separated in the patient. Access was obtained in the femoral artery and a contralateral approach was used. A significant amount of plaque was noted in the vessel. Resistance was reported upon removal of the complaint device as well as another manufacturer's wire guide. After the device was removed, the physician found on x-ray that a "tip" was left in the subintimal plane. Per the reporter, it is unknown if the retained device fragment was a separated marker from the complaint device or the tip of the other manufacturer's wire guide. The retained device was not retrieved, and there are no plans to retrieve the fragment. Both the complaint device and other manufacturer's wire were discarded by the user facility. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description ¿the cxi support catheter with hydrophilic coating is a braided, kink-resistant catheter designed to facilitate wire guide exchange, infusion, and wire guide support. The catheter has 4 radiopaque markers spaced 5 cm apart, starting at the distal tip.¿ intended use ¿the cxi support catheter is intended for use in small vessel or superselective anatomy for diagnostic and interventional procedures, including peripheral use.¿ precautions ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter.¿ ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the patient¿s anatomy most likely contributed to this incident. As reported, resistance was reported upon removal of both devices, and a significant amount of plaque was reported. The IFU cautions the user not to advance the catheter into a vessel with a reference diameter smaller than the catheter outside diameter and not to advance the catheter through an area of resistance unless steps are taken to reduce or remove the obstruction. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.